Event description:
The customer reported an issue where the cartridge was not fitting properly on the pump. There was no adverse impact to the customer¿s blood glucose level as the bg did not exceed 500 mg/dl. Technical support instructed the customer to inspect and clean the pneumatic tap area, remove an o-ring causing the issue, and reload the original cartridge. Following these instructions, the customer was able to successfully resume insulin therapy.